Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the chronic totally occluded (cto), heavily calcified right superficial femoral artery. After advancement of the whisper ms guide wire using a non-abbott crossing device to the totally occluded and heavily calcified lesion, during attempts to enter the lesion the tip of the guide wire became stuck in the cto lesion and separated. A snare device was advanced and use to capture and retrieve the separated tip without issue, leaving nothing in the patient. A new whisper ms guide wire was used to cross the cto successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The reported separation was confirmed although difficult to advance and remove was unable to be confirmed as it was based on operational circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appears to be related to circumstances of the procedure.